Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the braided loop that connects to the insertion wire broke as it was being pulled through the stoma site. The physician used a hemostat clip to grab the wires that were outside the stoma and pulled the peg tube through. The physician reported no damage to the kit and no damage to the peg tube prior to insertion. The physician reported no excess force was needed. The physician also reported that no additional trauma, bleeding, or tearing of the stoma occured as result of the device breaking and nothing fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).